Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set cannula dislodged event on (B)(6) 2025. Events occurred after 3 or more hours of insertion. Infusion sets were used for 24 hours. The insertion sites were the thigh and abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.